Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The image disappeared occasionally due to faulty charged coupled device. The evaluation also found that there was leakage because the conical sleeve at the joint of the video board was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hd camera head screen blacks out with no image. The issue was observed during preparation for use for a diagnostic (hysteroscopy) procedure. The procedure was completed with a similar device and with no delays. No reports of patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is temporarily disappeared due to a charged coupled device failure. The failure is likely to be caused by internal submersion due to the damage of the conical sleeve at the joint of the video board. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.